Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Visual inspection of the first controller revealed contamination within both controller power ports, likely due to the handling of the device. Failure analysis of the returned vad revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed evidence of thrombus within the device. The reported low flow event was confirmed via review of the same controller¿s log files which revealed 88 low flow alarms recorded since 04-oct-2019. A controller power-up event was logged on 09-oct-2019 at 00:59:05 with an unsuccessful motor start. The data point prior to the loss of power revealed that a battery was connected to power port one with 24% relative state of charge (rsoc) and another battery was connected to power port two with 27% rsoc. The data point recorded after the loss of power revealed that a third battery was connected to power port one and a fourth battery was connected to power port two. The controller was without power for 13 seconds. No anomalies were observed leading up to the loss of power. At 00:59:47, a vad stopped was recorded indicating that the pump failed to restart after multiple attempts. This was followed by additional controller power-up events, vad stopped alarms, vad disconnect alarms, likely due to troubleshooting and/or the reported controller exchange. Analysis of the second controller¿s log files revealed a vad disconnect alarm at 01:17:59, likely due to a physical disconnection of the driveline from the controller. At 01:19:34, a vad stopped alarm was logged indicating that the pump failed to restart after multiple attempts, followed by more vad stopped and vad disconnect alarms. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. A possible root cause of the initial loss of power on the first controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the vad disconnect alarm observed in the log files may be attributed to a physical disconnection of the driveline from the controller. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. An internal investigation evaluated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation conducted, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Concomitant medical products: serial #: (B)(4), device eval by MFR: yes, FDA method code(s): 10, 4112, FDA results code(s): 213, 331, FDA conclusion code(s): 4310, 19, 4315; serial #: (B)(4), device eval by MFR: yes, FDA method code(s): 10, 4112, FDA results code(s): 213, FDA conclusion code(s): 4310. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and two (2) controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of controller con315529 revealed that the device passed visual inspection and functional testing. Failure analysis of controller con316685 revealed that the device passed functional testing. Visual inspection of con316685 revealed contamination within both controller power ports, likely due to the handling of the device. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed evidence of thrombus within the device. The reported low flow event was confirmed via review of controller con316685¿s log files which revealed 88 low flow alarms recorded since 04-oct-2019. A controller power-up event was logged on 09-oct-2019 at 00:59:05 with an unsuccessful motor start. The data point prior to the loss of power revealed that bat556583 was connected to power port one (1) with 24% relative state of charge (rsoc) and bat588963 was connected to power port two (2) with 27% rsoc. The data point recorded after the loss of power revealed that bat588601 was connected to power port one (1) and bat588602 was connected to power port two (2). The controller was without power for 13 seconds. No anomalies were observed leading up to the loss of power. At 00:59:47, a vad stopped was recorded indicating that the pump failed to restart after multiple attempts. This was followed by additional controller power-up events, vad stopped alarms, vad disconnect alarms, likely due to troubleshooting and/or the reported controller exchange. Analysis of controller con315529¿s log files revealed a vad disconnect alarm at 01:17:59, likely due to a physical disconnection of the driveline from the controller. At 01:19:34, a vad stopped alarm was logged indicating that the pump failed to restart after multiple attempts, followed by more vad stopped and vad disconnect alarms. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. A possible root cause of the initial loss of power on con316685 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the vad disconnect alarm observed in the log files may be attributed to a physical disconnection of the driveline from the controller. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts, likely due to thrombus formation/ingestion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for patient relevant history and lab results. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. F1 user facility f2 uf / importer report number: (B)(4); f3 user facility name / address: (B)(6); f4 contact person: (B)(6); f6 date user facility became aware of the event: unknown; f7 type of report: supplemental; f8 date of this report: 19-feb-2020; f9 approximate age of device: n/a; f10 event problem codes: n/a; f11 report sent to FDA: yes, jan-2020; f12 location where event occurred: patient's home; f13 report sent to manufacturer: yes; f14 manufacturer name and address MFR. Name: medtronic, plc addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system controller 2.0, model #: 1420/ catalog #:1420 / expiration date: 30-nov-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 16-oct-2019, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 21-nov-2017, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system controller 2.0, model #: 1420/ catalog #:1420 / expiration date: 30-nov-2018 / serial or lot#:(B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 16-oct-2019, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 01-nov-2017, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were multiple intermittent low flows alarms, subsequently the ventricular assist device (vad) stopped and an associated alarm sounded. The patient exchanged the controller to their back up controller but the vad did not restart. The patient then exchanged the controller back to their primary controller with no resolution. The reason for the vad stop was unknown. It was also noted that the controllers exhibited a loss of power. The patient was hospitalized and an emergent vad exchange was performed. The controllers were removed from service. No patient complications have been reported as a result of this event.